Event description:
As device was deployed, it broke apart. Broken pieces were all retrieved by the md., coil left inside pt's tissue as per manufacturer's instructions. Per op report; it fell apart into three pieces. Each individual piece was removed with the grasper and the remaining part that was protruding from the cervical os was also removed. The os was closely inspected. There was another coil visible inside the tubal ostium. It was approx 2 mm inside the ostium, so attempts were not made to retrieve it. A second essure was used with no difficulty.